Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated after device evaluation h10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Sample received: one (1) sample was received from p/n 21-7605-24 l/n 3965608 in used conditions, with its original open packaging. Leak test: sample was tested using a syringe with colored water. Results: during the test, leak was found between luer and tube. The complaint is confirmed. The cause of the reported problem was traced to the manufacturing process. Root cause is lack of solvent by not followed to procedure pm-417 rev.109 ?assembly, extension set? Section 4.0 ?bond male luer to long tube with clamp?. Awareness notification was made to production personnel in order to explain the importance to adherence or following in the procedure pm-417 rev.109 ?assembly, extension set? Section 4.0? Bond male luer to long tube with clamp?, by quality engineer on 07/sep/2021.

Event description:
Information was received indicating during use of the smiths medical cadd extension set, the customer noticed medical fluid was leaking from the connection part. No patient consequences were reported. No adverse effects were reported.